Event description:
It was reported that when the patient presented to clinic, inappropriate auto mode switch due to atrial oversensing was observed. The device was reprogrammed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.